Manufacturer narrative:
Evaluation summary: it was caused due to air leak on the device by buckled and perforated the suction cube behind the inlet t-piece. We received the defect and conducted the following investigation and repair. Observations: operation channel perforated, insertion flexible tube (ift) fluid damage, segment fluid damage, ccd module disconnected, light guide fiber bundle(lcb) fluid damage, u/d pulley wire fluid damage, r/l pulley wire fluid damage. Pivot for control knob corroded, light guide cable fluid damage, ccd driver pcb fluid damage, electrical connector assy a-p0023 fluid damage. Repair replaced the operation channel, insertion flexible tube (ift), segment, ccd module, light guide fiber bundle(lcb), u/d pulley wire, r/l pulley wire, pivot for control knob, light guide cable, ccd driver pcb, electrical connector assy a-p0023. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred before use. There was no report of patient harm. The operation channel is buckled behind the inlet t-piece and leaky.